Event description:
The customer stated that she went to her doctor for a routine checkup and was admitted to the hospital for hyperglycemia. The reported blood glucose reading was 285 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer stated that the insulin pump alarmed no delivery recently. The customer last changed her infusion set on the morning of the event. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.